Event description:
It was reported that 5 days ago, there was an extremely auditory decline. History of head trauma is denied and problems of outer devices are excluded. Testing shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should e explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.